Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) was implanted and after the procedure was completed, the physician decided to reposition the device. However, the insertion tool had already been discarded, so a new icm was opened and implanted. The original icm was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this insertable cardiac monitor (icm) was implanted and after the procedure was completed, the physician decided to reposition the device. However, the insertion tool had already been discarded, so a new icm was opened and implanted. The original icm was explanted and returned for analysis. No additional adverse patient effects were reported.